Manufacturer narrative:
Correction: describe event or problem: it was reported that many 32 g x 4 mm bd ultra fine¿ insulin pen needle did not deliver insulin during injection. The patient returned 31 samples. When asked why they were returned, indicated they bend preventing insulin delivery, and some are too short and will not attach to the pen. Investigation summary: customer returned ( 31 ) 4mm, 32g bd pen needles without the tear drop label. Consumer states that needles are bent at non patient end. Insulin will not flow through during injection. Some needles are too short at the non-patient end and the pen needle will not attach to the pen. DHR could not be performed as the lot number was not provided. Severity: s2. A complaint history check could not be performed for the defect/condition reported since the lot number was not provided. Investigation conclusion: all returned pen needles were examined and the following was observed: 26 bent at the non-patient end of the cannula. 4 broken at the non-patient end of the cannula. 1 ok at both ends - tested for flow and all passed the flow test successfully. Bd was able to duplicate or confirm the customer¿s indicated failure - the bent or broken needles on the non-patient end of the cannula would be the cause for no insulin flowing through, hence the customer would think the needle was clogged (as reported). Also, the bent needles on the non-patient end of the cannula would be the cause for no insulin flowing through and also the cause for obstructing the threats, preventing the pen needle from attaching/detaching as expected and making it difficult to operate. Root cause description: the possible root cause for this issue: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that many 32 g x 4 mm bd ultra fine¿ insulin pen needles did not deliver insulin during injection. The patient returned 31 samples. When asked why they were returned, indicated they bend preventing insulin delivery, and some are too short and will not attach to the pen.

Manufacturer narrative:
Date of event: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a 32 g x 4 mm bd ultra fine¿ insulin pen needle did not deliver insulin during injection.